Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure the ground pad led was red. The caller attempted to reconnect the ground pad to the erbe, but the issue persisted. The caller replaced the ground pad, and the issue persisted. The caller verified that there was proper pad placement on the patient. The caller repositioned the ground pad, but the issue persisted. The intuitive technical support engineer (tse) found no errors in the system logs. The procedure was completed as planned, with no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: cautery was not required for the rest of the case, so neither an erbe nor a backup generator was used to complete the procedure. To resolve the issue, the erbe was power cycled between cases.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has energized and cauterized and all ports recognized instruments on system. There were scratches on the side cover. Logs could not confirm the fault in the field. Iesu will be returned to the original equipment manufacturer. Root cause is attributed to neutral cable.